Event description:
A power source alert 07 was reported. The customer declined to answer whether the issue impacted their blood glucose level. The issue resolved itself during the charge using the same charging supplies.